Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer's parent stated that the insulin pump turned off and it does not want to turn back on. The parent states the button and bolus button are unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced.

Manufacturer narrative:
No blank display, frozen screen or button error alarm noted. Unit time/clock moved. Unit had unresponsive act button due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify unexpected restart alarm or off no power alarm due to unresponsive button.